Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins burns her and gives her blisters externally when she recharges it and when the ins has a charge. The patient stated the ins was depleted. The patient was planning on having the ins replaced. The patient stated a rep looked at the ins and determined it was implanted incorrectly, not under fat tissue, and this was causing the burning and blistering. The patient stated this occurred when she walked into a doorway, bumped the ins, and felt like the ins area had "ripped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient's device was overdischarged and clinic wants to order an MRI. Patient does not want to try to revive the device with trickle charge and clinic will order a CT scan. Patient stated that it was "burning"her so she stopped using it. Patient refused any actions/interventions to resolve the issue. Hcp had no further information. Issue was considered resolved. No surgical interventions were planned. No further complications were reported/anticipated. On 2019-aug-16, additional information was received from the patient. Patient stated that there was blistering/burning while charging after it got caught on doors. No steps were taken to resolve the issue. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.